Event description:
The ICD was implanted on (B)(6) 2016. Reportedly, upon device interrogation performed on 24 november 2021, a message stating that the device had reached its recommended replacement time (rrt) was displayed. Premature battery depletion was suspected. In addition, the impedance of the ventricular lead was measured at 3000 ohms. The ICD and the ventricular lead were explanted during the re-intervention performed on (B)(6) 2021. Preliminary analysis confirmed that premature battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The ICD was implanted on (B)(6) 2016. Reportedly, upon device interrogation performed on 24 november 2021, a message stating that the device had reached its recommended replacement time (rrt) was displayed. Premature battery depletion was suspected. In addition, the impedance of the ventricular lead was measured at 3000 ohms. The ICD and the ventricular lead were explanted during the re-intervention performed on (B)(6) 2021. Preliminary analysis confirmed that premature battery depletion occurred.